Manufacturer narrative:
The reported device was manufactured and distributed by (B)(4). Stryker corporation purchased this product line on april 1, 2015 and will take the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Devices remain implanted.

Event description:
Subject received a star in the left ankle on (B)(6) 2016. Subject presented with erythema around the star incision site on (B)(6) 2016 and was prescribed antibiotics and instructed to watch the area. Subject was admitted to the hospital on (B)(6) 2016 with a wound infection brought on by an allergic reaction from the topical antibiotic ointment or the vaseline gauze (reported by pi). I/d on (B)(6) 2016 revealed pseudomonas aeruginosa. The subject was treated in the hospital with IV antibiotic and discharged on (B)(6) 2016. Subject was instructed to take antibiotic by PICC line at home and to return to the office for follow-up on (B)(6) 2016.

Manufacturer narrative:
Referring to the product inquiry all reported items are considered primary products. The products were not available to stryker since they remained implanted. However, no product malfunction was reported. Review of the device history records (including raw material and sterilization certificate) of the reported implants revealed no conspicuities. The items were documented as faultless prior to distribution. Since the manufacturing documents of the reported implants showed no deviation and based on the information received (¿¿a wound infection brought on by an allergic reaction from the topical antibiotic ointment or the vaseline gauze (reported by pi). I/d on (B)(6) 2016 revealed pseudomonas aeruginosa¿¿ and according to the comments of the consulting health care professional ¿the implant can be excluded as having any relationship with the infection; this was a superficial skin infection¿, the event was not caused by a deficiency of the devices. Thus, a review of the event in line with ¿(B)(4) handling of infection complaints¿ including ¿(B)(4) infection complaints - checklist investigator¿ was deemed not necessary. See further details under ¿additional document review.¿ a review of the complaint history, CAPA databases and risk file did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
Subject received a star in the left ankle on (B)(6) 2016. Subject presented with erythema around the star incision site on (B)(6) 2016 and was prescribed antibiotics and instructed to watch the area. Subject was admitted to the hospital on (B)(6) 2016 with a wound infection brought on by an allergic reaction from the topical antibiotic ointment or the vaseline gauze (reported by pi). I/d on (B)(6) 2016 revealed pseudomonas aeruginosa. The subject was treated in the hospital with IV antibiotic and discharged on (B)(6) 2016. Subject was instructed to take antibiotic by PICC line at home and to return to the office for follow-up on (B)(6) 2016.